Manufacturer narrative:
The pth reagent lot number was 490839 with an expiration date of 31-dec-2021. The customer's calibration and qc results were ok. The customer's system alarm trace was requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced various parts, performed adjustments, and performed maintenance. After service, the customer ran calibration and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys pth immunoassay results for one patient tested on a cobas 8000 e 602 module. The customer stated a new pth reagent lot was loaded on the instrument and the customer experienced qc issues. The customer was able to obtain passing qc results, and then the customer performed a patient comparison study with another analyzer. The customer noted a difference in pth results between analyzers. The customer pulled a previously tested sample and performed repeat testing on a different analyzer for confirmation. The patient's initial and repeat pth comparison results did not match. The patient's initial pth result was 97 pg/ml, and the patient's repeat result was 150 pg/ml. The patient's initial result was reported outside the laboratory, but the customer determined the repeat pth result was correct. The pth reagent lot number was 490839 with an expiration date requested but not provided.